Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm fg emerge mr balloon catheter was advanced for dilatation in the severely calcified left circumflex artery. However, during the initial inflation, the balloon ruptured. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm fg emerge mr balloon catheter was advanced for dilatation in the severely calcified left circumflex artery. However, during the initial inflation, the balloon ruptured. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the inflation lumen and the balloon was loosely folded. There was a 9mm longitudinal tear to the balloon 1mm proximal from the distal waist.